Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen lcck articular surface, catalog # 00599403210, lot # 62841440; nexgen lcck femoral component, catalog # 00599401692, lot # 62941772; nexgen all poly patella, catalog # 00597206529, lot # 62913325; nexgen tibial component, catalog # 00598003701, lot # 63064339; nexgen augments distal only femoral, catalog # 00599003621, lot # 62591559; nexgen stem extension, catalog # 00598801012, lot # 62937550; nexgen distal femoral augments, catalog # 00599003620, lot # 62998879; nexgen stems extension, catalog # 00598801010, lot # 62860982; nexgen tibial block and screws catalog # 00598800327 lot # 62925302; nexgen tibial block and screws, catalog # 00598800327 lot # 62641746 report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01323, 0001822565-2018-01465, 0002648920-2018-00186, 0002648920-2018-00187, 0001822565-2018-01476, 0002648920-2018-00189, 0001822565-2018-01481, 0002648920-2018-00190, 0001822565-2018-01483, 0001822565-2018-01484

Event description:
It was reported that the patient underwent a first revision knee arthroplasty due to an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends